Manufacturer narrative:
Product analysis #(B)(4):could not duplicate complaint that mixer knob was too stiff to rotate, serial number: (B)(4). The knob could be turned between 21 and 100 smoothly, with and without oxygen applied. The unit was disassembled and shows foreign material within the mixer and on internal cylinder. The root cause of the foreign material may stem from missing filter. Found low readings throughout testing with known good ht70 and pts2000.

Event description:
It was reported that, during patient use, the oxygen level knob was difficult to adjust. Ventilation was not interrupted, the device was continuously used. There was no harm to the patient as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the oxygen level knob was difficult to adjust. Ventilation was not interrupted, the device was continuously used. There was no harm to the patient as a result of the event.